Event description:
It was reported that a malfunction alarm occurred. The customer was subsequently hospitalized with an elevated blood glucose (bg) level of 576 mg/dl and high ketones of 68 mg/dl, but these were not identified as life-threatening by a healthcare professional. Insulin was administered via a manual injection to initially address bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.